Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): a manufacturing record evaluation was performed for the finished device. Product code: 214.880. Lot number: 71p0807. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 25 sep 2020. Manufacturing site: jabil grenchen. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an orthopedic procedure on an unknown date on 2025. Patient was set to have osteosynthesis material removed. During the removal of the 4.5 mm cortical screws, fatigue and rupture of the screws occurred in the joint stem head leaving the stem in the iliac. The heads were removed and the rods could not be removed. Femur removal of three screws from fixation of previous osteotomy of the major trochanter. During the removal, 2 of them present fatigue and rupture between head and stem not achieving the removal of the fractured stem which led to an incomplete retreat. This impacts directly on the patient, who has a diagnosis of congenital dislocation of the hip, who after several reconstructive surgical procedures, probably in young adulthood, requires a hip replacement and for this procedure, the material that was not possible to remove, it's going to be more complicated and risky.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.